Event description:
It was reported revision surgeon was performed.

Manufacturer narrative:
The purpose of this investigation was to examine the as-received implants. No destructive testing was carried out. Ftir measurements verified that oxide thickness of the femoral head was within specification. Measurement taken using a contact profilometer verified that surface roughness of the head was within specification. Damage, likely created by instrument contact during removal, was observed on the underside of the head; scratching, which also may have been caused by instrument contact was observed in an adjacent region.